Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Although the reported issue was not confirmed, a trend has been identified for the reported failure. Corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: the needle is not retracting.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: the needle is not retracting.